Event description:
The customer reported ventilator not holding pressure setting.

Manufacturer narrative:
(B)(4). The carefusion field svc engineer evaluated the ventilator and could not duplicate the reported issue. The ventilator passed all performance checks.